Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unk procedure. The plastic tip of the device melted during use. Another device was used to complete the case. There was no adverse consequence to the pt.